Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) representative that the prongs on an opt546 adult optiflow cannula were detaching from the cannula. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint opt546 adult nasal cannula was returned to fisher & paykel healthcare in (B)(4) where it was visually inspected. Results: visual inspection revealed that the tubing of opt546 was found to be over stretched. No damage was noted to the prongs. A lot check could not be performed as the lot information was not provided. Conclusion: since the reported incident a fph representative has visited the hospital and identified that the staff were setting up the opt546 incorrectly. The rep provided further education to the hospital staff on the correct set up and use of the opt546 adult nasal cannula. All cannulas are visually inspected for cracks, tears, inclusions, discolouration and deformation prior to leaving production and those that fail are rejected. Our user instructions that accompany the opt546 illustrate the procedure for fitting the optiflow nasal cannula to a patient and state the following: -"do not crush or stretch tube."